Manufacturer narrative:
An event of thrombosis was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported thrombus formation could not be conclusively determined. The reported improper or incorrect procedure or method was due to re-sheathing the valve more than two times. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. That patient had a slightly horizontal aorta at 59 degrees and tortuous anatomy in the iliac arteries. During the procedure the valve was re-sheathed and re-deployed three times due to difficult optimal positioning. After the re-sheaths the delivery system could not cross the native annulus. The decision was made to replace the delivery system with a new large flexnav delivery system. Upon inspection of the valve, it was noted that the stent frame was full of blood clots and could not be washed out. A new 27mm navitor vision valve was used to complete the procedure. The patient status was stable.

Event description:
It was reported on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. That patient had a slightly horizontal aorta at 59 degrees and tortuous anatomy in the iliac arteries. During the procedure the valve was re-sheathed and re-deployed three times due to difficult optimal positioning. After the re-sheaths the delivery system could not cross the native annulus. The decision was made to replace the delivery system with a new large flexnav delivery system. Upon inspection of the valve, it was noted that the stent frame was full of blood clots and could not be washed out. A new 27mm navitor vision valve was used to complete the procedure. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.